Manufacturer narrative:
Pump passed the rewind, displacement, prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. Drive support was inspected and no anomaly was noted. Unit had scratched display window and missing end cap sticker note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 427 mg/dl. Alarm history showed a compromised force sensor alarm. Customer reported that drive support cap was flush. Customer was advised that insulin pump would need to be replaced. Customer did not have any more supplies or backup plan. Customer was advised to go to an emergency room or local clinic for backup plan.